Event description:
It was reported that the patient presented for an implant procedure. During lead positioning, the right ventricular lead exhibited high capture threshold and the helix failed to extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were for a helix mechanism issue and inadequate capture. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region. The reported event for inadequate capture was not confirmed. X-ray examination and electrical test were normal with no anomalies found.